Event description:
It was reported that, when going into the admin screen to conduct the camera verification test, it was received the following error "system fault. Critical error. The system has detected that launcher exited due to a configuration error. Call robotics customer support." Upon pressing quit, the system restarted. They powered down the back and powered back on, but still received this system fault. They unplugged for a minute after power down, and the same error came back upon entering admin screen. They re-installed the software and idb, but this did not solve the issue. Finally, they checked the info button on the splash screen. The software and idb were up to date, however on the right side of the screen there was no indication that the tka and uka applications were enabled. They enabled them and the problem immediately was resolved. No patient was involved. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The user received the ¿critical error¿ because the ukr application was disabled. As reported, the user conducted the idb update and enabled tka after they could not perform the camera accuracy test. The user did not enable the ukr application. If either tka or ukr are disabled, the system will throw a critical error because the tka and ukr applications both need to be enabled. The most likely cause of this error was due to the user not following the installation procedure correctly. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that after putting the entire robot together by following the quick start guide, the camera was non functioning and could not do the camera accuracy test ((B)(4)). They at least wanted to update the software and idb. Therefore, the software was updated to 1.4.1.3. After the update was complete the system was stuck on the camera firmware update screen. They tried restarting a few times and the system was stuck and always went back to the camera firmware screen. They could not quit or clear this screen. They then conducted the idb update and enabled tka and once successful, they were once again stuck on the camera firmware screen. When they replaced the camera, they cleared the camera firmware screen with a successful firmware update ((B)(4)). When they went into the admin screen to conduct the camera verification test and received the following error "system fault. Critical error. The system has detected that launcher exited due to a configuration error. Call robotics customer support..." ((B)(4)) and upon pressing quit, the system restarted. They powered down the back and powered back on, but still received this system fault. They unplugged for a minute after power down, and the same error came back upon entering admin screen. They re-installed the software and idb, but this did not solve the issue. Finally, they checked the info button on the splash screen. The software and idb were up to date, however on the right side of the screen there was no indication that the tka and uka applications were enabled. They enabled them and the problem immediately was resolved. No patient was involved. No other complications were reported.